Event description:
It was reported that when using the bd pyxis¿ medstation¿ es machine was shut off unexpectedly. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-dec-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the machine had shut off unexpectedly. A field service engineer (fse) found no failure upon arrival and confirmed that nurses and pharmacy staff could not narrow down the drawer. The fse opened the storage space to try and mimic the failure and opened all drawers with no issues. The system functioned as intended after the field service engineer investigated the device.